Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, an air leak was observed at the device's universal porting block. The ventilator's universal porting block was replaced to address this issue.